Event description:
The patient reported that the infusion device does not properly display the a2 (low battery) alert. She also reported that the up/down buttons do not properly function. She noticed the issue while attempting to bolus. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.